Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a procedure, the materials manager alerted them that a pencil had an incident during an open heart procedure. The bovie pencil created a fire inside the patient¿s abdomen. They quarantined the generator as a precaution. No patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.